Manufacturer narrative:
Insulin pump was received in with a scratched lcd window, scratched case and a cracked battery tube threads.

Event description:
Customer's father reported that the customer was hospitalized. Customer fell off his motorcycle. The blood glucose was 180 mg/dl. The insulin pump has scraps and road rash. Advised customer to use manual injections and the device will be replaced. No other information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.